Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement .

Event description:
Case ID: (B)(6). Case status: open. Summary: error code 600-6835. Case notes: problem description (B)(4). Customer (B)(6) called in for help after he upgrade software on 8015 unit to 9.19.1.2 he got error code 600-6835 npi explain to customer when he update the software on the 8015 you will get that error code which only mean you have to put the network configuration back onto the unit for the hospital information. Customer had forgot how to do that walk customer through each steps on the alaris maintenance software transfer the network onto the unit, once complete had customer power unit off back on in normal mode then walk him through the steps check his network status, data set status, and server status shows everything ws connect and data set was still move on the unit. Explain to customer he has to leave the unit on wait about 15min's. Power unit off back on in normal mode. By then he should be see his hospital information come up if he run into another issue please call us back. Customer thank me for my help. Complete. Ir # (B)(6).